Manufacturer narrative:
Device evaluation summary: the solenoid valve and flow sensor receptacle assembly was returned to medtronic for failure investigation. The solenoid valve evaluation showed that one of the two wires was disconnected from the connector. The root cause of the valve not working is that one of the wires was disconnected from the solenoid connector. The flow sensor receptacle assembly evaluation showed that one of the red wires was observed to be disconnected from the connector that inserts into j42 of the main control board. The disconnected red wire would be connected to pin 1 of j42 on the main control board, which is the 5v supply pin. The root cause of the reported symptom was that the red wire, connecting the receptacle to the 5v supply pin of j42 on the main control board, was disconnected from the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was auto cycling when the exhalation flow sensor was plugged in. A loose red wire was found on the internal exhalation flow sensor cable. The safety valve was not working. A loose wire was found on the connector. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) replaced the internal exhalation flow sensor cable and safety valve to resolve the problems. The ventilator passed calibrations and pvt per the servicing instructions. If information is provided in the future, a supplemental report will be issued.